Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Five days later, the patient was hospitalized for the reported event. The treatment for the peritonitis included unknown antibiotics and unknown antifungals (doses, routes and frequencies not reported). The patient¿s pd catheter was removed and the patient was placed on hemodialysis. The patient was discharged from the hospital and has recovered from the reported event. Additional information was requested and was not available at this time. This is report 4 of 4.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown automated pd set with cassette, while complaint (B)(4) addresses the transfer set report, complaint (B)(4) addresses the titanium adapter report and complaint (B)(4) addresses the minicap report for this patient.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was diagnosed with peritonitis manifested by fever, cramping, and cloudy effluent. The patient was treated with diflucan (dose, route, frequency, and duration not reported) for the peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.